Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been experiencing ¿rsd pain¿ from the device for about one year (exact date unknown). The external circumstances that may have led to this are unknown. No known diagnostics were performed related to this issue. The device was explanted on (B)(6) 2018. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.